Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor passed motor test. The device was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube,cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 311 mg/dl. Troubleshooting was performed. The device was returned for analysis.